Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events four years and six months post implantation. The patient reports that the filter perforated outside of the inferior vena cava (ivc), was tilted, was embedded and to be suffering from blood clots, clotting and occlusion of the ivc. The patient also notes to remain on anticoagulants and to be suffering depression, mental anguish, anxiety, stress and to have breathing problems. According to the information received in the medical records, the patient has a history of lower extremity deep vein thrombosis (dvt) and anticoagulation. During the filter placement procedure via the internal jugular vein, the filter was deployed within the infrarenal ivc. During the procedure, the patient also had a left central line placed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, perforation outside of the inferior vena cava (ivc), tilted, was embedded and that there were blood clots, clotting and occlusion of the ivc. In addition, the patient is reported to have experienced depression, mental anguish, anxiety, stress and having breathing problems. The indication for the filter placement was a patient with a history of deep vein thrombosis (dvt) subtherapeutic despite being on anticoagulation. The filter was placed via the left internal jugular vein and deployed within the infrarenal ivc, followed by placement of a 7 french triple lumen catheter with the tip at the caval atrial junction. Approximately four years and six months post implant the patient submitted for a computed tomography (CT) scan, which reported that the filter has tilted, and the struts extended peripherally. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, neither a device analysis nor a device history record (DHR) review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc and unable to be retrieved could not be confirmed or further clarified. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and occlusion within the ivc does not represent a device malfunction, rather patient and/or pharmacological factors may have influenced the event. Anxiety, depression and breathing problems do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.